Event description:
It was reported that the patient presented for a 1-week follow-up. Upon review, it was discovered that the right ventricular leadless pacemaker (vlp) exhibited high capture thresholds. The patient returned after the 1 week follow-up, and it was noted that the vlp had no capture. The vlp was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Reported event of failure to capture was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open and found to be at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short circuit, which resulted in premature battery depletion of the device as well as low or no output, consistent with the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of failure to capture was confirmed. Upon receipt, the device was unable to establish telemetry. The device was cut open and found to be at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly. This anomaly caused a short circuit that resulted in premature battery depletion and low or no output on the device which is consistent with the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.